Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. No adverse patient systems were reported.

Event description:
Boston scientific crm received information that there was an unknown issue with this lead which required intervention.